Manufacturer narrative:
A1-a4: patient information is unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system during a spinal fusion. It was reported that while performing an accuracy test with the navigation probe and the black end effector, the site needed to take a snapshot again to improve navigation accuracy. The procedure was delayed by 15 minutes. The navigation was inaccurate twice by 2-3mm. The operation proceeded successfully, and the patient was not harmed.